Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline transesophageal echocardiogram (tee) was performed which showed no baseline pe. A temporary pacemaker was placed. A 27mm watchman flx pro closure device was implanted in the intended location. After implant, an effusion check was performed which identified a pe in the right ventricle. The physician stated the pe was caused by the temporary pacemaker. A pericardiocentesis was performed and the patient was re-transfused with the amount of blood drained. The patient was transferred to the operating room where a small injury was identified on the base/proximal portion of the left atrial appendage. It was not determined how the small injury occurred or if it was the actual cause of the pe. The patient has been discharged.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline transesophageal echocardiogram (tee) was performed which showed no baseline pe. A temporary pacemaker was placed. A 27mm watchman flx pro closure device was implanted in the intended location. After implant, an effusion check was performed which identified a pe in the right ventricle. The physician stated the pe was caused by the temporary pacemaker. A pericardiocentesis was performed and the patient was re-transfused with the amount of blood drained. The patient was transferred to the operating room where a small injury was identified on the base/proximal portion of the left atrial appendage. It was not determined how the small injury occurred or if it was the actual cause of the pe. The patient has been discharged. It was further reported via the watcman surpass pro registry that cardiac tamponade also occurred, and the patient died seven days post-procedure.

Manufacturer narrative:
B2: updated, b5: information added, h6: impact code added, h6: patient code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Baseline transesophageal echocardiogram (tee) was performed which showed no baseline pe. A temporary pacemaker was placed. A 27mm watchman flx pro closure device was implanted in the intended location. After implant, an effusion check was performed which identified a pe in the right ventricle. The physician stated the pe was caused by the temporary pacemaker. A pericardiocentesis was performed and the patient was re-transfused with the amount of blood drained. The patient was transferred to the operating room where a small injury was identified on the base/proximal portion of the left atrial appendage. It was not determined how the small injury occurred or if it was the actual cause of the pe. The patient has been discharged. It was further reported via the watcman surpass pro registry that cardiac tamponade also occurred, and the patient died seven days post-procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was disposed; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0036633856. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, cardio tamponade, death and cardiac perforation (additional device required, blood transfusion, surgical intervention). Risk review: a risk review was completed and confirmed that the events of pericardial effusion, cardiac tamponade, death and cardiac perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.